Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer was using tandem charging cable with third-party wall adapter, confirmed wall outlet was working, and, after being instructed to keep adapter plugged into a known working outlet for at least 30 minutes, reported pump showed full charge and was charging normally, and no further assistance was needed.